Event description:
Swallowed batteries [foreign body ingestion]. Bit suction cup off [accidental exposure to product]. Scratched esophagus [oesophageal injury]. Scratched stomach [gastrointestinal injury]. Used under age 3 [product administered to patient of inappropriate age]. Case narrative: this spontaneous medical device report was received from the mother of a current 23-month-old caucasian female child who began using firefly kids light up timer toothbrush on (B)(6) 2023 at the approximate age of 16 months old. On (B)(6) 2024, after brushing the childs teeth, the child began chewing on the rubber suction cup portion of the toothbrush and bit it off, exposing the batteries. The child swallowed the batteries and was subsequently taken to the emergency room. X-rays from the mouth to anus were obtained and one battery was visualized. The child was then transferred to the childrens hospital on (B)(6) 2024 and was admitted for observation. During the admission, the child received another x-ray from the mouth to the anus and two batteries wrapped in plastic were observed as well as 1 battery that had already passed into her intestine. The child was given IV (intravenous) famotidine and IV fluids with electrolytes. An endoscopy was performed on (B)(6) 2024 to remove the batteries from her stomach and it was noted the child had scratches to her esophagus and stomach. On (B)(6) 2024, a swallow study was performed and concluded that the scratches were healed and swallowing was normal. A blood test concluded normal results and she was discharged on (B)(6) 2024. The third battery was expelled naturally on (B)(6) 2024. The reporter was advised to give famotidine daily for 10 days and to follow up with the gastroenterologist on (B)(6) 2024. It was reported device use has been discontinued and will not be reintroduced. Medical confirmation is being sought.